Event description:
It was reported that a healthcare professional (hcp) requested a verbal report on the transmission for the patient's right atrial (ra) lead due to occasional atrial undersensing. The p waves measured 0.8 milliseconds, and sensitivity was set to fixed 0.75 millivolt. Technical services (ts) indicated that there were no episodes during the collection period, and the lead measurements were within the normal range. However, non-sustained ventricular arrhythmia episodes were noted. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d1: brand name; d2a: common device name; d2b: pro code (product code); d4: model number; d4: lot number; d4: catalog number; d4: serial number; d4: unique identifier (UDI) #; and h4: device manufacture date. This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that a healthcare professional (hcp) requested a verbal report on the transmission for this pacemaker of the patient due to occasional atrial undersensing. The p waves measured 0.8 milliseconds, and sensitivity was set to fixed 0.75 millivolt. Technical services (ts) indicated that there were no episodes during the collection period, and the lead measurements were within the normal range. However, non-sustained ventricular arrhythmia episodes were noted. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that a healthcare professional (hcp) requested a verbal report on the transmission for the patient's right atrial (ra) lead due to occasional atrial undersensing. The p waves measured 0.8 milliseconds, and sensitivity was set to fixed 0.75 millivolt. Technical services (ts) indicated that there were no episodes during the collection period, and the lead measurements were within the normal range. However, non-sustained ventricular arrhythmia episodes were noted. This ra lead remains in service. No adverse patient effects were reported.